Event description:
It was reported the dewalt battery was in a box with a belt clip and the belt clip came into contact with the damaged battery with exposed terminals causing a spark and small fire. There was no reported patient involvement or injuries.